Manufacturer narrative:
Follow-up #1/final report issued to include k2m's risk assessment review as indicated below. K2m inc does not expect to receive additional information in regards to this case and then, considers this to be a close-out report. There were no material or manufacturing defects observed. The manufacturing and inspection records were reviewed and the screw was built to specification. The screws fractured due to uniaxial bending fatigue. Risk: the mesa risk analysis, risk-004 rev 4: hazard analysis, line 7: screw assembly breaks, line 8: collet breaks, line 9-10: screw breaks, line 11: outer collet dislocates from inner collet, and the common risk analysis, risk-000 rev 7: hazard analysis, addresses the scenario described in this complaint/MDR. The probability and severity associated with these hazards are found to be accurately assigned. No edits are required. Technique: the surgical technique guide and IFU are accurate and available to the surgeon - no edits required. Dimensional/material: there were no material or manufacturing defects observed on the returned implant. A review of the per surveillance report did not reveal any contributing information/trends. The screw fractured due to unidirectional bending fatigue.

Event description:
Manufacturer was made aware of patient revision occurred (B)(6) 2015 due to bilateral screw fracture.

Manufacturer narrative:
Manufacturer was made aware of patient revision occurred (B)(6) 2015 due to bilateral screw fracture. Report stated that patient was overweight and had pseudo arthrosis. The screw was visually inspected. The screw fractured at the neck. Extrication damage prevented a measurement to be taken at the neck diameter. There were no manufacturing or inspection discrepancies. It is possible that patient condition contributed to this event. Manufacturing and inspection records were reviewed and no discrepancies or contributing factors to this event were found.